Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was 660mg/dl. The customer bolused with the pump and administered a manual injection to address bg level.